Manufacturer narrative:
The technician found the ground pin missing form the power cord, the technician replaced the power cord plug to repair the bed.

Event description:
Information received indicates the ground loss light was found flashing during a preventive maintenance check.